Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Other indication for revision. Per (B)(4): orig. Surg. (B)(6) 2007. Additional product information received on 1/12/2017: neck product information now available.